Event description:
It was reported ", the guide wire failed to function properly during catheter insertion". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported ", the guide wire failed to function properly during catheter insertion". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.5fr ultraflex intraaortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton/tray. Returned with the sample was supplied 0.025" guidewire. Upon return, the peel away sheath was noted on the iabc outer lumen. The one-way valve was connected and tethered to the short driveline tubing. The stylet was noted fully inserted within the iabc central lumen. The bladder was fully wrapped. No kink or bend was noted to the iabc central lumen. No blood was noted on the interior or the exterior surfaces of the returned sample. No visual damage or abnormalities were noted to the returned iab catheter; the returned iab catheter appeared unused. The returned 0.025" guidewire was noted kinked at approximately 150.1cm from the tip of the guidewire. The outer diameter of the guidewire measured at multiple locations and measured 0.0245" and met specifications per graphic. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to the quality system document. The stylet was removed from the iabc central lumen without any difficulty. The iabc central lumen was aspirated and flushed using a 60cc lab inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "guide wire failed to function properly during catheter insertion" is confirmed based on the visual inspection of the returned sample. The returned guidewire was noted kinked, which caused the reported complaint. The returned intra-aortic balloon catheter (iabc) passed visual and functional inspection. Based on the review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the kinked guidewire. The root cause of the kinked guidewire is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.